Manufacturer narrative:
The (B)(4) tech installed the original software back into the iabp and the blood detect began to work again. The software upgrade was not completed because of this. The iabp was released back into clinical use. (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that while conducting a field correction on the cs100 intra-aortic balloon pump the blood detect test as part of the larger solenoid driver board check did not work. The technician tried a new solenoid driver board and new set of software but the iabp still would not detect blood when the sensor was blocked. A getinge service territory manager was observing the field correction being done by a (B)(4)technician. There was no patient involvement or adverse event reported.